Event description:
It was reported that an ilet pump¿s screen became unresponsive, the display later went dark with the backlight on, and white lines appeared when attempting to power it on; the user reverted to backup therapy and submitted photos, and the device was replaced. Symptoms included none, and blood glucose was not affected. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of user-provided images and case information. Investigation of this case revealed a device display malfunction associated with the user interface screen, with no reported external impact or misuse. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display subsystem.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.